Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection / inflammation and sepsis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient was hospitalized due to sepsis and poor general condition. The physicians suspected that the sepsis may have developed due to an inflamed stoma. The patient's condition improved with antibiotic therapy and was expected to be discharged on (B)(6) 2025.